Event description:
It was reported that at 16:02 on (B)(6) 2024 a pump stop alarm occurred on a patient that was recently implanted. The patient and the staff stated that they did not hear any alarms. Log files were submitted for review and captured an intentional pump stop at 16:02:42. It appeared in the log files that the pump stop button was selected on the heartmate touch. The pump was stopped for about 2 seconds. Related manufacturer reference number for the heartmate 3 system controller: 2916596-2024-00793.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was later confirmed by an abbott representative that the issue occurred on a system monitor. The staff was unsure if a reboot was performed on the system monitor, but no further reports of pump stops had been reported as of (B)(6) 2024.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump stop was confirmed. The submitted controller event log file captured the pump stop command being received from the system monitor at 16:02:41, which resulted in the pump speed dropping to 50 rpm at 16:02:43. The log file captured pump off and low flow hazard alarms associated with the pump stop event, as intended. The pump began ramping up to the set speed at 16:02:44. The remainder of the log file captured the pump operating within the expected range without issue. No additional pump stops were observed. The system monitor was not returned for evaluation. Additional information provided from the customer stated that they were not aware of who would have pressed the pump stop button on the system monitor. The root cause of the reported event could not be conclusively determined through this analysis. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (IFU) (rev. C) section 4 ¿system monitor¿ explains how to use the system monitor. This section explains the pump stop button. This section states ¿use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1. The pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Heartmate 3 patient handbook (rev. D), under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU) (doc #100169835, rev. C), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the pump off and low flow hazard alarm conditions, and the actions to take when the alarms occur. Heartmate 3 instructions for use (IFU) (rev. C) section f entitled ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad. This section informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 instructions for use (IFU) (rev. C) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. No further information was provided. The manufacturer is closing the file on this event.